Event description:
A physician reported that after the laser fiber was removed from a patient, the distal tip of the laser fiber broke off. It was reported that the procedure was successfully completed and that there was no impact to the patient.

Manufacturer narrative:
Device was thrown away by user facility.